Event description:
Complaint received as follows: "complaint description: non-deflation. Two days after insertion, it was impossible to deflate with the sterile water from the balloon. They cut under the y-point; it was possible to deflate with the sterile water."

Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. Based on the investigation finding, malfunction of the product was due to collapsed inflation lumen found on the reinforcement section of the catheter caused by the clamping during the catheterization process. Reported to the FDA on march 19, 2013.